Manufacturer narrative:
It was reported that the device failed the internal leakage test during the system pre-use check. No service has been requested by the customer. There are no device logs or any other information to proper evaluate the cause of the reported test failure. The cause to the reported test failure cannot be established by this evaluation.

Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).